Event description:
It was reported that the patient was experiencing inadequate stimulation and had no interest in being reprogrammed. The patient underwent an ipg explant procedure. The explanted ipg will not be reutrned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.